Event description:
The initial reporter received a questionable tp2 total protein gen.2 result from multiple patient samples tested on the cobas 8000 c702 module. One example of discrepant results was provided: the initial result was 2 g/l. The first repeat result was 75 g/l. The second repeat result was 75 g/l.

Manufacturer narrative:
The reagent lot number was not provided. The field service engineer inspected the module and replaced and verified the positions of the reagent and sample probes. He checked all the alignment of the probes in the wash stations, reagent disk openings, and reaction cells. He performed an air purge and multiple mechanism checks. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue. The specific cause of the event could not be determined.